Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the device failed the flow verification test. The device's flow sensor and inlet line proximal filter on the fio2 return side were replaced to address the issue.